Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding an unrelated event. The hp mentioned she had also had a check lines and bags alarm on (B)(6) 2012. The hp stated that she had removed a bag from the lines and added another bag in its place. Bps reviewed proper procedures and discouraged the hp from reusing supplies as it is a breach the sterile pathway. There was patient involvement but no injury or medical intervention was reported.